Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. Concomitant products that used in this study: non-biosense webster devices that were also used in this study: none. Manufacturer's ref. No: (B)(4). Biosense webster manufacturer's report numbers: 2029046-2018-02381; 2029046-2018-02382; 2029046-2018-02383; 2029046-2018-02384; 2029046-2018-02385; 2029046-2018-02386; 2029046-2018-02387; 2029046-2018-02388; 2029046-2018-02390 are related to the same incident.

Event description:
This complaint is from a literature source. The following complications were reported in this publication: 10 patients underwent catheter ablation of atrial fibrillation and suffered pseudoaneurysm. There are 0 death events and 0 device malfunctions reported in this publication. Model and catalog number are not available, but the suspected device is xxx. Other biosense webster devices that were also used in this study: carto, navistar thermocool. Non-biosense webster devices that were also used in this study: navx (st jude medical), cool flex and flexibility catheters (st jude). Publication details: title: low rates of major complications for radiofrequency ablation of atrial fibrillation maintained over 14 years: a single center experience of 2750 consecutive cases. Objective: to review complication rates for af ablation at a high-volume center over a 14-year period, and identify predictors of complications. Methods: 2750 consecutive af ablation procedures at our institution using radiofrequency energy (rf) between january 2004 and may 2017."